Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID (B)(4) implantable tachy lead implanted: 2013 (B)(6); (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient was feeling chest pain post implant when taking a deep breath. Pleural effusion was noted. The atrial and ventricular leads were both repositioned and remain in use. No further patient complications have been reported as a result of this event.